Manufacturer narrative:
Additional information: the catheter was in place for nine days before experiencing the reported failure. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation: reviews of the complaint history, device history record, documentation, quality control, and the instructions for use of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Images of the catheter after failure were provided, showing that the catheter shaft had burst towards the distal end of the shaft. The shaft also showed excessive biomatter through the device and sideports. No other dimensional or visual examination/analysis could be completed from the photos. However, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found two non-conformances relevant to the reported failure mode. Further investigation into the tubing subassembly found four additional final lots comprising of the same tubing. These lots had no complaints reported from the field. All nonconforming product from the reported lot were scrapped, and the reported device goes through a 100% inspection for the reported non-conformances. Due to the above information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the patient's left kidney for a drainage procedure. As reported, following placement "the drain became clogged and would not drain. Then it leaked from the distal end but proximal from the loop." The catheter was then exchanged for a new device. No other adverse effects were reported for this incident.